Event description:
It was reported to medtronic minimed that the customer called for assistance after experiencing an insulin flow blocked (ifb) alarm and high blood glucose (bg) value of 431 mg/dl . The event involved product(s) mmt-7040ma,mmt-1884l,mmt-864a,mmt-332a. Troubleshooting was performed and the customer has type 1 diabetes and was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time of the event. The high bg event lasted more than four hours, with a current sensor glucose (sg) value of 188 mg/dl. The customer changed the infusion set three times, and the issue now seems to be resolved. The customer was advised that the pump is working as designed and the ifb alarm was likely caused by a set/reservoir connection issue. No further customer complications were reported. Mmt-7040ma,mmt-1884l,mmt-864a,mmt-332a was not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.